Manufacturer narrative:
The insulin pump was received with cracked reservoir tube and battery tube threads. The insulin pump had a broken piece of the reservoir tube lip and a scratched liquid crystal display window. No moisture traces were found at the keypad, electronic or motor assemblies per visual inspection.

Event description:
It was reported that insulin leaked from the reservoir into the reservoir compartment. The customer could not see moisture underneath the screen, but felt uncomfortable with the insulin pump. Nothing further was reported.